Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot number. The device was released meeting all qa specifications.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: rosas s, holmes js, wu ka, schwartz am, bolognesi mp, wellman ss, ryan sp. High complication rates following revision of aseptic metal-on-metal hips to dual mobility bearings. Arthroplast today. 2026 apr 14;39:102010. Doi: 10.1016/j.artd.2026.102010. Pmid: 42016507; pmcid: pmc13092749. Objective/methods/study data: the purpose of this study was to review the clinical outcomes and postoperative complications and metal ions of our institution¿s aseptic revisions of metal-on-metal (mom) total hip arthroplasty (thas). Using dual mobility (dm) constructs. Between january 2010 and december 2024, a total of 32 revision thas (rthas) in 28 patients. The study cohort includes the following implant types: primary cups include n=11 articular surface replacement (asr) and n=14 pinnacle; primary stems include n=18 summit, n=2 s-rom, n=1 aml, and n=1 corail. Lot, model and catalog number are not available, but the suspected depuy synthes device(s) possibly associated with reported adverse events: articular surface replacement (asr), pinnacle, summit, s-rom, aml, and corail. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct asr (qty 11): n=11 revision for metallosis. Treatment: not reported. Adverse event(s) and provided interventions possibly associated with unk hip acetabular construct pinnacle (qty 14): n=14 revision for metallosis. Treatment: not reported. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct summit (qty 18): n=18 revision for metallosis. Treatment: not reported. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct srom (qty 2): n=2 revision for metallosis. Treatment: not reported. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct aml (qty 1): n=1 revision for metallosis. Treatment: not reported. Adverse event(s) and provided interventions possibly associated with unk hip femoral construct corail (qty 1): n=1 revision for metallosis. Treatment: not reported.